Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was kinked. If the pod pc is forcefully advanced against resistance, damage such as a kink may occur. Further evaluation of the returned pod pc revealed offset coil winds along the length of the embolization coil. This damage may have contributed to the pod pc become difficult to advance and resulted into the pusher assembly kink. During the functional test, the pod pc was re-sheathed with a demonstration introducer sheath. Resistance was encountered during advancement and the pod pc could not be advanced out of the introducer sheath due to the offset coil winds. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a pod pc. The pod pc went into the introducer sheath about half-way and then became difficult to advance. Subsequently, the pusher assembly was kinked. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, ruby coils and the same lantern. There was no report of an adverse effect to the patient.